Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent unk tvt procedure on (B)(6) 2007 by dr. (B)(6) at (B)(6) hospital ((B)(4)) due to sui. (Per operative report) it was reported that patient underwent cystoscopy, incision and removal of vaginal mesh on (B)(6) 2007 by dr. (B)(6) at (B)(6) hospital ((B)(4)) due to erosion. (Per operative report).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.